Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by fse during pm that cardiosave intra aortic balloon pump (iabp) compressor not functioning. No patient involvement reported.